Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff had an inflation/deflation issue. There was no visible damaged noted but a leak was found.